Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis therapy. The cause of death was reported to be myocardial infarction. The patient had been hospitalized for an unrelated issue and was receiving peritoneal dialysis therapy, but it was unknown if therapy was being performed manually or with a hospital cycler. The patient passed away in the hospital. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.